Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
Received an article indicating a surgeon implanted a 13.7mm toric icl implantable collamer lens, -7.50/+6.0/054 (sphere/cylinder/axis), in the patients left eye (os) in 2017. Postoperatively, the icl was reported as being repositioned three times because of rotation. The patient reported blurry vision with diplopia. There was some iris pigment seen on the anterior surface of the icl. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.